Manufacturer narrative:
As received, tibial component is disassociated with plastic insert exhibiting wear on both condyles which has a significant anterior preference. The posterior regions show no wear. A review of the device history record for the tibial component found that no discrepancies were reported during MFR. The lot code of the patellar component has not been supplied and is not visible on the part so that a review of its device history record is not possible. The info provided, including the medical opinion that the components were put in incorrectly in 1987, and the exam results indicate that this event is not device related but rather is associated with alignment and positioning. Information has been provided as requested. Section f1-f14 has been completed by the MFR. Information has been requested from the user facility. If information is received, a supplemental report will be submitted.

Event description:
Due to instability, the tibial insert, baseplate, femoral and patellar components were revised. Superstabilizer components were implanted for greater stability.